Event description:
It was reported that fluid leaked from the filter and not the tubing fittings entering or exiting the filter. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: model number, catalog number, UDI, g4: 510 and h4: manufacturer date are unknown, h3: device has not been returned to manufacture.

Manufacturer narrative:
H6: updated. No device was received for investigation. No product was returned for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.